Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor did not function, air could not be passed, the equipment was locked due to some damaged parts and there was excess liquid residue detected inside and there were signs of oxidation. It was further determined that the device failed pretest for check starting behavior, check for excessive noise and check for air leak. It was noted in the service order that the device would not pass air. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported however, it was reported that the event occurred on the eighth day on an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.